Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient while checking the cuff, it was difficult to apply air to the cuff. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation, and the reported condition could not be duplicated. A visual inspection was performed and it was observed the suction line has damage, but an inflation/deflation test was performed, and it was noticed the cuff held the air and showed no difficulties at the time of inflation or deflation. The cuff was left inflated and no deflation was observed. The sample was submerged into a container filled with water and no leaks were observed. Correction: (name, email, phone). If information is provided in the future, a supplemental report will be issued.